Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when trying to be used, a red screen comes up with code 41622 during testing. There was no patient involvement and harm.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that complaint of, error code code 41622 confirmed through, motor test, replaced, cam sensor. Performed dso/uso sensor calibration performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Upon further investigation, an indented air sensor and a contaminant in the uso seal. Replaced air sensor, uso seal, dso seal. Performed dso/uso sensor calibration, performed pvt, unit pass all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.